Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of system error 320 alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation when opening the door. The device was determined to not meet all product specifications related to the reported event. The latch switch error was verified. The cause was determined to be a failed lower latch switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue "rear case" could be reproduced during the device evaluation by finding the device to intermittently power off while on dc power. The device was determined to not meet all product specifications related to the reported event. The reported "rear case" was verified. The cause was determined to be a failed rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a latch switch error and rear case. There was no known patient injury or medical intervention associated with this event. No additional information is available.